Manufacturer narrative:
Analysis of ins model 3058, serial # (B)(4) showed that the set screw on the connector block was backed out too far during surgery. Analysis was able to insert a known good lead into the connector block and tighten the set screw, and good stable output was seen across all electrode pairs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a "good" result from the trial with a permanent lead, so the patient went on to have the external neurostimulator (ens) replaced with an implantable neurostimulator (ins). During the implant procedure, the surgeon could not fully insert the lead into the ins header block. The lead was getting stuck a "little bit" more than half way in the header block. The surgeon tried for "some" time unsuccessfully, so the ins was replaced. However, the same problem occurred with the replacement ins. A 3rd ins was tried, but this ins was a different model (3023) and also an extension was used to connect the lead and ins rather than connecting the lead directly to the ins. Everything worked out "fine" with the 3rd ins. There was no patient injury and the patient was successfully implanted. It was unclear whether the device in this manufacturer's report was the first ins or the 2nd ins that had the lead insertion issues, so all the information was included.

Manufacturer narrative:
Lead model 3093, lot #0205551151. The stimulator has been returned for analysis. A follow up report will be sent when analysis is complete.